Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device activity logs. However, the device was subjected to full functional testing including bench handling, impedance testing, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The pace/defib (pd) engine board was replaced as a precaution. The device was recertified and returned to the customer. The pd engine board was returned to zoll medical corporation chelmsford for further evaluation and the customer's report was unable to be replicated. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.